Event description:
During an open laparoscopy, the surgeon requested the ez45 during the case. It was reported the or nurse suggested the ez35, but the surgeon declined. The surgeon then attempted to place the ez45 through the 12mm trocar. When this did not work a tec18 was opened. Again the device would not fit down the trocar. The surgeon then converted the case to an open procedure. The sales rep reported this is a new surgeon and he was not familiar with her.